Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00365649_1644408-2022-00401; 130-03-732, s809 - trauma, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
The patient experienced a fall in which their press-fit patella implant became medially dislodged. Purpose of follow up operation was to remove that implant and replace with a cemented patella.